Event description:
It was reported that in the pt's room, a leak was found from the junction hub of the catheter placed in the pt's internal jugular vein. As a result, the catheter was removed and a new kit was opened adn used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence. The period of catheter placement is unk.

Manufacturer narrative:
(B)(4).